Event description:
(B)(4). Well I have back pain and headaches and teeth problems and pelvic pain and joint pain and heavy bleeding and discharging so bad it looks like I per myself have gain weight and hair loss and I am tired all the time and I have muscle spasms and my eye have got bad and mood swings and loss of sex drive